Event description:
White padding on inside of grasper was noted to be lifting up off the grasper. It was taken out of service. No harm to patient: plan of care did not change. The lifting padding was noticed during the case at which time it was switched out for another one. Do not know how far into the case it was nor how many times device had been used before it was noticed. We are not aware of any problem of this kind with this device before. Staff/physicians do not know what may have contributed/caused this problem. No pieces or portions of the padding were found inside the patient. The device appeared to be intact, the padding was just lifting up.